Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 months post-implant, it was reported that the patient was re-admitted into the hospital with dark colored urine and signs of hemolysis. It was also reported that the patient was started on heparin, and that the left ventricle appeared to be unloading. The next day a decision was made by the hospital team to exchange the pump and it was reported that thrombus was visually confirmed. Additional information received indicated that one month prior to the event, the patient had hemolysis parameters and was managed by higher anticoagulation therapy. In addition, the patient had a history of atrial fibrillation and ventricular arrhythmia. After the pump exchange, the patient suffered excessive bleeding and was treated with massive volume replacement and inotrope therapy. The patient was unstable and developed right ventricle failure. Extracorporeal membrane oxygenation (ECMO) was started; however, the patient expired on (B)(6) 2013 and the reported cause of death was multiorgan failure due to excessive bleeding.

Manufacturer narrative:
The patient expired on (B)(6) 2013. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.